Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the ok and contrast keys are intermittently responsive. The keypad cover was removed; contamination was present under the contrast, up and down key contacts. Unrelated to the complaint, the display screen has a pinkish contrast. Removed the pump cover and inserted new test screen. The new tests screen powers on with normal contrast and no signs of discoloration. The black box shows evidence of a time and date reset after power on resets on (B)(6) 2013 (19:42->22:12= 2 hrs 26 minutes). A visible inspection of the bt1 internal battery confirmed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button was delayed in response and the rubber on the ok keypad button was coming off. The reporter was unable to determine whether the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.